Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon had a major gas leak problem from a 5mm port he had used the day before. They carried on with the port keeping an instrument inside it to stop the leak. The scrub nurse stated that the device was discarded because it was dirty. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.